Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was over 500 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. After the event, the insulin pump alarmed no delivery. Troubleshooting was not completed at the time of the initial phone call. Several attempts were made to call the customer to complete troubleshooting, but the customer could not be reached. Nothing further was reported.